Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr 28 x 3.00 stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis. Visual analysis was performed on the balloon, hypotube, extrusion and tip of the device. The balloon cones were examined. The balloon wings were relaxed with the exception of the distal end of the balloon i.e. The balloon wings appeared tightly folded for a length of 4mm on the proximal side of distal markerband. Dried medium resembling blood was evident in the balloon body and inflation lumen of the device, which confirmed that the device ruptured during the procedure. Crimp stent markings were examined on the surface of the proximal portion of the balloon wall, there was no damaged on the balloon surface noted in that region of the balloon. A visual and tactile examination of the hypotube found the proximal end including the manifold was broken 3.2cm distal of the end of the strain relief, it was confirmed that the physician cut the device to remove the manifold during the procedure, multiple kinks along the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and inner section of shaft polymer extrusion found no issues with their profile. There were no signs of stretching of the inner or any neckdown of the proximal bond. The bi-component bond showed no signs of damage or strain. The port bond was examined and no damaged noted. There was a kink in the midshaft 2.4cm distal of the hypo/midshaft bond. The bumper tip of the device showed no signs of damage to the tip. Due to the presence of dried biological material (resembling blood) it was not possible to inflate the balloon. The device was soaked for 48hrs in water bath at 37 degrees to facilitate inflation. To facilitate the inflation of the device the blunt end of the hypotube was cut for a length of 4cm. The device was inflated using an encore hand held device and an inflation aid to hold the hypotube channel open. The leak was detected on the proximal side of the distal markerband. Further examination of the balloon as completed using sem (scanning electron microscope) shamrock. The images confirmed external damage on the balloon. The surface of the balloon was scratched between the balloon sleeve and the proximal side of the distal marker band. The leak was located between the distal radio opaque (ro) marker band and the edge of crimped stent location. The sem image confirmed a microscopic longitudinal tear which in turn caused the balloon rupture as described in the event description. The nature of the damage to the surface of the balloon suggests that the device came in contact with sharp material, another device or it may have been scratched during the procedure (anatomy) prior to failure. A review of the finished goods batch (19392171) records indicates that the maximum stent profile recorded was within specification. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process. On review of the batch details (at the time of manufacture) against the specification are met for the stent crimp force, the crimp temperature and the maximum crimped stent profile. Furthermore a complete review of the catheter batch (19383124) as well as the balloon component batch (19351508) was completed and no issues were identified with the manufacturing processes. 100% leak test is carried out. Ad and any units with balloon leaks would be rejected and scrapped from the catheter batch at this workstep. Before sterile packing of the device, each unit is checked for leaks. Any damage or leak would cause the device to fail at this stage and prevent the movement of the device to the sterile packing stage. A review was carried out to identify potential manufacturing processes that could cause balloon damage. The pleat and fold workstep was identified as a potential area for balloon damage. The process of balloon pleating and folding was reviewed to identify any issue with the aff (autoform/fold) machine during the manufacture of catheter batch # 19383124. The aff pemac records were reviewed and there were no interventions on the autoform/fold equipment at the time of manufacture apart from normal pm¿s (preventative maintenance). There were no units scrapped at this workstep during the manufacturing process of catheter batch# 19383124. A review of material that interact with the balloon prior to shipping include the balloon and stent protector. The balloon protector is placed over the balloon following the pleat and fold workstep, the review showed that there were no units scrapped off the catheter batch for tight balloon protector sleeves indicating that there was no issue with the fit of the balloon protector over the folded balloon. It is therefore unlikely that the balloon protector caused damaged to the surface of the balloon. The stent protector was not returned and therefore could not be reviewed for any damage. If the inside of the protector was damaged it could potentially have caused the balloon damaged noted. It is not clear if a guide catheter was used in the procedure as it was not returned therefore a review could not be performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture, insufficient stent apposition, catheter removal difficulties and stent foreshortening occurred. Intravenous ultrasound (ivus) revealed a 90% stenosed target lesion located in the mildly tortuous and mildly calcified mid right coronary artery (rca). After pre-dilatation was performed with a 3.0 x15 non-bsc balloon catheter, a 28x3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon inflation was attempted several times but the balloon would not inflate. Removal of the stent delivery system (sds) was attempted but severe resistance was encountered. Even after pushing and pulling the device, the sds was unable to be removed. Another guide wire was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was advanced where the stent was not expanded. Despite of the severe resistance encountered, the sds was able to be removed. A 2.0x10 non-bsc balloon catheter was then advanced to expand the unexpanded promus premier¿ stent. Post-dilatation was then performed with a 3.5 x10 non-bsc balloon catheter and it was confirmed under ivus that the stent shortened approximately 6mm. Since there was no patient complication, the procedure was completed. The patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture, insufficient stent apposition, catheter removal difficulties and stent foreshortening occurred. Intravenous ultrasound (ivus) revealed a 90% stenosed target lesion located in the mildly tortuous and mildly calcified mid right coronary artery (rca). After pre-dilatation was performed with a 3.0 x 15 non-bsc balloon catheter, a 28 x 3.00 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon inflation was attempted several times but the balloon would not inflate. Removal of the stent delivery system (sds) was attempted but severe resistance was encountered. Even after pushing and pulling the device, the sds was unable to be removed. Another guide wire was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was advanced where the stent was not expanded. Despite of the severe resistance encountered, the sds was able to be removed. A 2.0 x 10 non-bsc balloon catheter was then advanced to expand the unexpanded promus premier¿ stent. Post-dilatation was then performed with a 3.5 x 10 non-bsc balloon catheter and it was confirmed under ivus that the stent shortened approximately 6 mm.. Since there was no patient complication, the procedure was completed. The patient's status was fine.